Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: investigation revealed that the keypad cover was intact with no evidence of physical damage. The ok and contrast keypad buttons were unresponsive. The keypad cover was removed and no defects were found with the button contacts. The pump casing was opened and there was evidence of moisture found on the main printed circuit board and on the keypad flex. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was damaged.